Event description:
This x-ray system had dose yield outside tolerance and system had no imaging capability.

Manufacturer narrative:
Method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.